Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons not responding as well as multiple pump error alarms. The customer¿s blood glucose was 163 mg/dl. Troubleshooting steps were provided for frozen display and frozen display recurred. Customer was unable to clear the pump error alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm frozen screen, error 30, error 23, error 68 and keypad anomaly due to blank display.